Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" against left device. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "reason for removal was rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identified: striated broken on anterior and three striated openings on anterior. Based on the device analysis the final assessment is: striated broken on anterior assessed as surgical damage. Three striated openings on anterior assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" against left device. Healthcare professional additionally reported "reason for removal was rupture". The device has been explanted.